Event description:
It was reported via repair work order that the nurse call would not function from either side rail due to dip switches not correctly configured. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.